Event description:
Event description guidant received information that this patient was admitted to the emergency room and was told that her heart rate was in the 30-40's. The caller stated there were no device strips verifying this. Additionally, atrial pacing was observed due to the minute ventilation feature being programmed on. Elevated thresholds were also noted. However, the safety margin was still appropriate.